Event description:
Related manufacturer reference number: 3006705815-2022-16067, 1627487-2022-05037. It was reported the patient underwent surgical intervention wherein the ipg was explanted. Ipg was returned with two terminal ends attached. No further information is known at this time.

Manufacturer narrative:
It was reported this lead was explanted during an ipg revision. The lead was returned cut and incomplete. As such, the model type could not be determined. However, it was reported to be a model 3186 or model 3286. Only a 4.0cm terminal end segment was returned. There was no alleged complaints against the device. A cursory analysis was performed to document the state of the lead as received. A visual inspection did not identify any anomalies. The lead segment passed continuity testing on all channels. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.